Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. The surgeon inserted the anvil into the esophagus and then tried to advance it to the cavity. However, the anvil head was disengaged from the anvil. The anvil head was retrieved from the patient. Replaced by a new anvil and the procedure was completed. There was no patient harm.